Event description:
The nail was explanted after an implantation period of ten weeks.

Manufacturer narrative:
Summary of evaluation: the returned g/k nail is of the two piece welded old design. Since the welded connection between the shaft and the slotted part of the nail had a tendency of breakage, the design of the nail was changed to a non-welded one piece nail in 1/85. The returned broken nail was mfg in 1979 which apparently was not returned to the MFR during the exchange programs held in 1979 and 1985. There is insufficient info provided in the product complaint report to determine whether this event would be associated with the device.